Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unspecified') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypopituitarism, metabolic disorder, contact dermatitis, augmentation mammoplasty and uterine dilation and curettage. Concurrent conditions included psoriasis since on (B)(6) 2015 and multiple allergies. Concomitant products included ibuprofen and salbutamol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), blood disorder ("blood or heart disorder/condition: unspecified") and cardiac disorder ("blood or heart disorder/condition: unspecified") and was found to have hormone level abnormal ("hormone changes: unspecified"), 3 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain/pain: abdominal"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), palpitations ("palpitations") and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, palpitations, night sweats, hormone level abnormal, blood disorder and cardiac disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, cardiac disorder, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, night sweats, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2018: surgical pathology report: final diagnosis: right fallopian tube: fallopian tube congestion paratubal cyst. Right fallopian tube and ovary with coil: fibridispose tissue cautery artifact coil. Left fallopian tube and ovary with coil: ovary with partially cauterized follicular cyst in addition to multiple . Fallopian tube with congestion and paratubal cyst, coil. Specimen received: right fallopian tube, right fallopian tube essure coil, left fallopian tube and ovary with coil. Discrepancy noted plaintiff did not goes essure confirmation test and confirmation test already performed. Diagnostic results (normal ranges are provided in parenthesis if available): urogram: on (B)(6) 2018: there is a metallic density linear focus in the left fallopian tube consistent with fallopian tube occlusion device there is no such device in the right fallopian tube, a linear metallic density fallopian tube occlusion device is identified in an ectopic position in the posterior cul-de-sac. This mechanical birth control device will not be effective in this position. Mild extent of retained fecal material throughout no distended loops of large bowel. There are two small rounded hypo densities in the cortex mid to lower pole right kidney too small to definitively characterize d. The right fallopian tube occlusion device is not positioned within the fallopian tube but it is as a level of posterior cul-de-sac and is no longer effective as a birth control device. X-ray gastrointestinal tract: on (B)(6) 2018: there is a small lin ear metallic density left para median pelvis consistent with left fallopian tube occlusion device stable in position relative to CT study on (B)(6) 2018. Projecting just interior device centered close to a fine midline of the lower pelvis there is a second fallopian tube occlusion device which appears in stable positioned compared to the prior CT study and by CT exam the right fallopian tube occlusion device is not positioned within the fallopian tube but it is as a level of posterior cul-de-sac and is no longer effective as a birth control device in this location. This has been previously reported. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New event "device monitoring procedure not performed" added. Outcome for pain and bleeding updated to recovered/resolved. New reporters, plaintiffs information added. Concomitant condition and drugs added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unspecified') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypopituitarism, metabolic disorder, contact dermatitis, augmentation mammoplasty and uterine dilation and curettage. Concurrent conditions included psoriasis since (B)(6) 2015 and multiple allergies. Concomitant products included ibuprofen and salbutamol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), blood disorder ("blood or heart disorder/condition: unspecified") and cardiac disorder ("blood or heart disorder/condition: unspecified") and was found to have hormone level abnormal ("hormone changes: unspecified"), 3 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain/pain: abdominal"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), palpitations ("palpitations") and night sweats ("night sweats"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, palpitations, night sweats, hormone level abnormal, blood disorder and cardiac disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, cardiac disorder, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, night sweats, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2018: surgical pathology report: final diagnosis: right fallopian tube: fallopian tube congestion paratubal cyst. Right fallopian tube and ovary with coil: fibridispose tissue cautery artifact coil. Left fallopian tube and ovary with coil: ovary with partially cauterized follicular cyst in addition to multiple . Fallopian tube with congestion and paratubal cyst, coil. Specimen received: right fallopian tube, right fallopian tube essure coil, left fallopian tube and ovary with coil. Discrepancy noted plaintiff did not goes essure confirmation test and confirmation test already performed. Diagnostic results (normal ranges are provided in parenthesis if available): urogram - on (B)(6) 2018: there is a metallic density linear focus in the left fallopian tube consistent with fallopian tube occlusion device there is no such device in the right fallopian tube, a linear metallic density fallopian tube occlusion device is identified in an ectopic position in the posterior cul-de-sac. This mechanical birth control device will not be effective in this position. Mild extent of retained fecal material throughout no distended loops of large bowel. There are two small rounded hypo densities in the cortex mid to lower pole right kidney too small to definitively characterize d. The right fallopian tube occlusion device is not positioned within the fallopian tube but it is as a level of posterior cul-de-sac and is no longer effective as a birth control device. X-ray gastrointestinal tract - on (B)(6) 2018: there is a small lin ear metallic density left para median pelvis consistent with left fallopian tube occlusion device stable in position relative to CT study of (B)(6) 2018. Projecting just interior device centered close to a fine midline of the lower pelvis there is a second fallopian tube occlusion device which appears in stable positioned compared to the prior CT study and by CT exam the right fallopian tube occlusion device is not positioned within the fallopian tube but it is as a level of posterior cul-de-sac and is no longer effective as a birth control device in this location. This has been previously reported. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unspecified') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypopituitarism, metabolic disorder, contact dermatitis, augmentation mammoplasty and uterine dilation and curettage. Concurrent conditions included psoriasis since (B)(6) 2015. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain: pelvic"), abdominal pain ("abdominal pain/pain: abdominal"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), palpitations ("palpitations"), night sweats ("night sweats"), blood disorder ("blood or heart disorder/condition: unspecified") and cardiac disorder ("blood or heart disorder/condition: unspecified") and was found to have hormone level abnormal ("hormone changes: unspecified"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, palpitations, night sweats, hormone level abnormal, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, cardiac disorder, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, night sweats, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2018: surgical pathology report: final diagnosis: right fallopian tube: fallopian tube congestion paratubal cyst. Right fallopian tube and ovary with coil: fibroadipose tissue cautery artifact coil. Left fallopian tube and ovary with coil: ovary with partially cauterized follicular cyst in addition to multiple . Fallopian tube with congestion and paratubal cyst, coil. Specimen received: right fallopian tube, right fallopian tube essure coil, left fallopian tube and ovary with coil. Diagnostic results (normal ranges are provided in parenthesis if available): urogram - on (B)(6) 2018: there is a metallic density linear focus in the left fallopian tube consistent with fallopian tube occlusion device there is no such device in the right fallopian tube, a linear metallic density fallopian tube occlusion device is identified in an ectopic position in the posterior cul-de-sac. This mechanical birth control device will not be effective in this position. Mild extent of retained fecal material throughout no distended loops of large bowel. There are two small rounded hypo densities in the cortex mid to lower pole right kidney too small to definitively characterize d. The right fallopian tube occlusion device is not positioned within the fallopian tube but it is as a level of posterior cul-de-sac and is no longer effective as a birth control device. X-ray gastrointestinal tract - on (B)(6) 2018: there is a small lin ear metallic density left para median pelvis consistent with left fallopian tube occlusion device stable in position relative to CT study of (B)(6) 2018. Projecting just interior device centered close to a fine midline of the lower pelvis there is a second fallopian tube occlusion device which appears in stable positioned compared to the prior CT study and by CT exam the right fallopian tube occlusion device is not positioned within the fallopian tube but it is as a level of posterior cul-de-sac and is no longer effective as a birth control device in this location. This has been previously reported. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Most recent follow-up information incorporated above includes: on 20-may-2019: this case is incident. This case is medically confirmed. Reporter information was updated. This case concerns adult patient. Her demographic was added. Her historical and concurrent conditions were added. Essure removal date was added. Essure indication was amended. Per plaintiff fact sheet following events: migration of essure device location of device: unspecified, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: unspecified, bladder or urinary problems or changes: unspecified, palpitations, night sweats, hormone changes: unspecified and blood or heart disorder/condition: unspecified were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.